Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as a best estimate based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device was implanted and is not available for return. If any further relevant information is received, a supplement MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2019 that spaceoar was implanted on an unknown date. The patient had favorable intermediate risk prostate cancer. Reportedly, spaceoar placement and dosimetry were confirmed to be good. According to the complainant, immediately after spaceoar placement, the patient complained of gastrointestinal symptoms and had them throughout treatment. The patient received 40 grays over 5 fractions of cyberknife treatment. Three months after treatment, the patient's pain worsened. Reportedly, the patient had stool exiting from the urethra and had developed a procto-urethral fistula. As of (B)(6) 2019, the patient had refused surgical intervention. Reportedly, the patient sees their physician periodically to get a catheter placed when the urethra becomes clogged with stool.

Event description:
It was reported to boston scientific corporation on july 8, 2019 that spaceoar was implanted on an unknown date. The patient had favorable intermediate risk prostate cancer. Reportedly, spaceoar placement and dosimetry were confirmed to be good. According to the complainant, immediately after spaceoar placement, the patient complained of gastrointestinal symptoms and had them throughout treatment. The patient received 40 grays over 5 fractions of cyberknife treatment. Three months after treatment, the patient's pain worsened. Reportedly, the patient had stool exiting from the urethra and had developed a procto-urethral fistula. As of (B)(6) 2019, the patient had refused surgical intervention. Reportedly, the patient sees their physician periodically to get a catheter placed when the urethra becomes clogged with stool. Additional information received august 14, 2019. Spaceoar was implanted on (B)(6) 2018. Rectal preparation was completed prior to spaceoar placement, and the patient had self-administered a fleet enema without any complications noted. On (B)(6) 2018, the patient complained of discomfort requiring the use of pain medication for several days after the procedure. Radiation therapy took place (B)(6) 2018. On (B)(6) 2019, the patient went to the emergency room complaining of hematochezia (x2 weeks) and the passage of blood and stool through the urethra. Reportedly, these symptoms presented around the last week of april 2019. A computed tomography (CT) scan identified a procto-urethral fistula at the level of the lowest prostate fiducial marker. A foley catheter was placed and cipro and flagyl (antibiotics) were prescribed. A colostomy was recommended, however the patient deferred. In the physician's opinion, the fistula may have been caused by an unusual inflammation response to spaceoar, which was worsened by radiation. The patient's pain was treated with pain medications, mesalamine, and laxatives (miralax). On (B)(6) 2019, the patient was diagnosed with an infection, which was confirmed via CT scan and urinalysis. As of (B)(6) 2019, the patient was continuing to manage pain with pain medications and mesalamine.

Manufacturer narrative:
Block h2: additional information received 14aug2019. Blocks b3, b5, d6, and h6 (patient codes) have been updated. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code 3191 captures the patient event of additional intervention. Conclusion code 4316 is being used in lieu of an appropriate code for "device not returned". Block h10: the device was implanted and is not available for return. If any further relevant information is received, a supplement MDR will be filed. Block h11: block h6 (patient codes) has been corrected.